Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: can a timeline of events be provided? As per email. Initial surgery (B)(6), returned to theatre 1 week later (no date specified) which arterial vessel was bleeding?: unknown. Is the source of bleeding known?: unknown. Was the bleeding vessel sealed with the enseal in the original procedure? Yes were there any difficulties with the device during the initial procedure? No did the surgeon latch the device with each firing?: yes. Did the surgeon receive the end tone with each firing?: yes. What devices did the surgeon use prior to using the enseal x1 curve jaw? How was surgeon instructed for use of the device prior to use? Full IFU covered prior to case. Was a traditional bipolar and ligasure blunt tip user. Why does the surgeon suspect the bleeding was due to low grade infection and not device?: he does not know what was the cause of the bleeding due to the time. However given the time between initial surgery and return to theatre, does not believe the device or seals of the device are at fault. What is the patient's current status?: patient has returned home and not required any further treatment. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the surgeon's first tlh with the device the patient had to be returned to theatre for an arterial bleed. The surgeon stated he did not know the cause for sure. Discussed further, the patient presented 1 week post op and returned to theatre for an arterial bleed. He said this was very unusual and suspected it was due to a low grade infection and not device related.